Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. (B)(4). The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the touch panel did not respond well on the lower left and the upper right. Even when calibration is performed, it does not improve. Event date not specified; estimate used

Manufacturer narrative:
Date rec¿d by MFR : 05/19/2019. Per service technician the touch screen already been discarded, therefore no failure analysis can be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.